Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our preliminary investigation of the case logs revealed that the cause of the misplaced implants was due to skiving. The case logs also revealed high deflection during when the surgeon was using the driver array which is symptomatic of skiving. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.